Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue was not confirmed during meter testing. The test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to her feelings. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient stated that the alleged meter issue began at approximately 6.45 pm on (B)(6) 2016. The patient reportedly manages her diabetes with a combination of oral medication (metformin), diet and exercise. The patient alleged obtaining inaccurate high results of ¿180 and 198 mg/dl¿ compared to their feelings and/or normal readings. Lifescan does not consider this to be a valid comparison. It is not known what action, if any, the patient took in regards to her usual diabetes management regimen in response to the alleged issue. At an unknown time following the alleged meter issue the patient went into "seizures". The patient associated these symptoms with hypoglycemia. In response to this she was transported to the emergency room. During her transit at approximately 6:50 -6:55 pm the patient was given sweet tea and began to improve. In the emergency room at approximately 7:05 pm she was treated with IV fluids by a health care professional. At approximately 7.20-7.30 pm the patients blood glucose was measured on a hospital meter with a reading of 106 mg/dl. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and had not expired nor exceeded their discard date. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.